Event description:
Related manufacturing ref: 3008452825-2022-00738. During an atrioventricular reentrant tachycardia (avrt) case, the impedance was out of range which caused a delay. Following insertion of the catheter, signals were visible on the navx screen, however, when the physician decided to ablate, the impedance was noted to be out of range (999 ohms). It was suspected that the issue was related to the dispersive patch, therefore the patch was exchanged which did not resolve the issue. The position of the patch was changed, the generator (ampere) was shut down and restarted again, with no results. The cable between the ampere and tactssys was replaced, but the issue remained. Tthe ablation catheter was then exchanged, which did not resolve the issue. The rf generator was replaced with a non abbott device (atakr) and a flexability catheter was used to continue the procedure with no consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported impedance issue and subsequent delay remain unknown.